Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient began to experience groin pain and radiographs taken revealed loosening of the acetabular cup. A revision procedure was performed on (B)(6)2010, and the acetabular cup was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, #4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or while inserting the device". The articular surface of the cup showed evidence of scratching possibly caused by third body abrasive debris trapped in the clearance between the head and cup. The outer rim of the cup appeared to show evidence of deformation in several places. It could not be determined how much of this deformation might have occurred during removal of the component. However, it is possible that some of this deformation might have occurred due to dislocation or subluxation of the head or from stem impingement. This report submitted (B)(6) 2010.